Event description:
Caller reported blood glucose results of hi, which on advantage system indicates a result in excess of 600 mg/dl, 373 mg/dl, 215 mg/dl, 178 mg/dl, and 182 mg/dl on advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.